Manufacturer narrative:
(B)(4). Device fired through lock out. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the antibackup feature was noted to be non-functional. In order to evaluate the device's internal components it was disassembled. Upon disassembling, the ratchet pawl was noted damaged leading the found antibackup failure. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a pediatric appendectomy procedure the device fired two times and then on the third firing the jaws would not open. The device was on a vessel but it is unknown what vessel. The surgeon pulled the device off the vessel with no vessel damage. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.